Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields: d8, d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured.   The device was returned to olympus for inspection and the customer's allegation was confirmed. The device evaluation found the image is interrupted intermittently. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the power of the device cannot be turned on occurred due to defective power. Additionally, it is probable that the image is interrupted intermittently due to looseness of the receptacle unit. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had no power. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.